Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565 - 2017 - 06879, 0001822565 - 2017 - 06880, 0001822565 - 2017 - 06881, 0001822565 - 2017 - 06882, 0002648920 - 2017 - 00644. Concomitant medical products: 60116432 cat 62025222, 60074858 cat 785910, 60118061 cat 62506525, 60091043 cat 63055036, 60080334 cat 785713, 60122948 cat 80183602. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient started to feel aching and pain in the groin and femur for about a week. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.